Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that the patient called for the 4th time with no disposable clamp tubing alarm. Troubleshooting was completed with three prior calls including two times having the pump turned off, line was clamped, cassette was removed, and tubing was massaged. There were no air bubbles in the line. The cassette was tapped on a firm surface and green tab pressed. Out of a total volume of 240 milliliters with only 52.6 milliliters given. The reporter was advised to turn the pump off and clamp the line and call the clinic in the morning. No patient injury was reported.